Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The superior instrument shaft is fractured at the centerline of the pivot pin. Optical examination of the fracture identified a fairly brittle fracture and no indication of fatigue. The location of the fracture and amount of force required is consistent with overload.

Event description:
It was reported that a pituitary's tip was broken during an unspecified spinal surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.